Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation although a video was provided from the procedure. In the absence of the subject device, it is difficult to determine the root cause of the incident. Additional information was not able to be obtained from the video. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Event description:
Laparoscopic right colectomy- "dr. (B)(6) completed 15 cycles before encountering handle sticking. Upon squeezing handle closed and firing, he opened the handle and felt the handle stick and had to squeeze handle 3-4 times to get the handle mechanism to disengage. Able to open jaw." Patient status: fine.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.